Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. No battery or power anomalies noted during testing or power graph, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error alarm. Customer's blood glucose value was 6.4 mmol/l. Customer states they put in a new battery and got alarm to put in new battery straight away, they tried 3 different batteries but insulin pump did not start anymore. The device will be returned for analysis.